Event description:
It was reported that the patient noted a loss of therapeutic effect after the lead was moved to a "better" spot. It was stated that the patient's symptoms were "the same as before the implant." No further details were provided. Additional information was requested, but not provided at the time of this report.

Manufacturer narrative:
(B)(4).